Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that rind type tissue developed between the leads and myocardium leading to constrictive pericarditis. The leads were removed and replaced. No further patient complications have been reported as a result of this event.